Event description:
There was no patient impact associated with this complaint. The patient contacted animas alleging the pump dispensed insulin from the cartridge during the load step. The patient reported that he had just received the replacement pump. The alleged issue remained unresolved and the subject pump was replaced.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled. Recall # 2531779-03/24/2010-003-r.

Manufacturer narrative:
Follow-up # 1 [date of submission (B)(4) 2012]-device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the pump history shows no evidence of loss of prime or loss of cartridge detection. The force sensor was found to be in calibration. The pump was exercised for 24 hours with no issues. The pump was opened and the force sensor circuit was found to be intact. No defects were found.